Event description:
It was reported by service report that the bed scale read minus 34.8 pounds and the bed alarm was not working. It is unk if there was pt involvement or if there were adverse consequences to report.